Event description:
Account stated the bed will slowly drift down. A patient was not on the bed. No patient injury.

Manufacturer narrative:
(B)(4). The complaint cannot be confirmed, product analysis (visual and functional) cannot confirm the reported event of port disconnection. While it is not possible to draw a definitive conclusion regarding the root cause of the reported event, it is noted that port disconnection is a recognized event associated with gastric banding. Its causes and consequences are outlined within the product's instructions for use (IFU). Port placement and patient's physical activity may be considered contributing factors for port movement and disconnection. Dimensional analysis of the returned devices found the components to meet specification. A device history record (DHR) was performed and no discrepancies were observed during the manufacturing process. It is also noted that each and every device is inspected prior to release.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that approximately two months post-op a laparoscopic adjustable band procedure, under fluoroscopy it was detected the port tubing had become disconnected. The strain relief was still connected and the locking connector was still attached to the port. The port was replaced on (B)(6), 2010. There was no impact to the patient.